Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg depleted and displayed the replace generator message. The device is no longer providing therapy. It is unknown if the ipg depleted prematurely or not. As a result, surgical intervention may take place on a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.